Event description:
Add'l info rec'd from importer 11/20/2000: the ventilator was tested by a co service rep and it performed within specifications. Performance tests performed. Conclusion: no failure detected and product within specification. User error contributed to event.

Event description:
It was reported that: the pt was admitted to the hosp emergency room for respiratory failure. The pt was suffering from a compression pneumothorax and copd prior to being put on the ventilator. The pt was placed on the ventilator and was reported to be doing well (smv=12, tv=500, 100% o2 and no peep). While the pt was being ventilated, the attending physician added an inline nebulizer to the breathing circuit. The nebulizer may have aggravated the pt's condition and caused peep. The pt went into a coma, experienced convulsions, vital signs dropped and the pt expired. Cause of death was reported as cardiopulmonary arrest. It was reported that there was no malfunction of the ventilator. The ventilator has been in use since the incident without any reported problems.